Event description:
Customer stated that his insulin pump will not deliver insulin and he has been having this delivery anomaly since last month. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.